Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device cuff had an air leak. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample returned for evaluation in a sample bag without its original open unit pack. Visual examination of the returned unit shows the shape of the tubing has been altered due to the way it¿s placed in the sample bag. Further examination shows the stylet wire was not returned in the tubing. Further examination also shows that the returned product is a 125-35, it is recorded on gch product line items as an unknown device. An attempt was made to inflate the returned unit using the parameters set out in if001. The bronchial cuff inflated without any issue but the tracheal cuff failed to inflate. The bronchial cuff deflated and no issue noted. The tracheal cuff was leak tested under water and leakage was detected from the cuff body. Further examination of the tracheal cuff using the microvu shows a hole in the cuff body measuring 1.23mm x 1.33mm. This type of defect is indicative of the tracheal cuff coming in contact with a sharp utensil or object. The single wall thickness of the cuff was measured away from the damaged area and found to meet the blueprint specification. The reported defect could be detected on the unit returned for evaluation. All of our products undergo a four hour inflate/deflate test and it is at this stage of the process that any defects are removed from the lot. The damage detected on the unit returned for evaluation would not have passed this inspection. We would like to draw your attention to our instructions for use(IFU) where the following is stated ¿various bony anatomical structures (e.g., teeth) within the intubation route or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity. Care must be taken to avoid damaging the thin-walled cuffs during intubation which would create the need to subject the patient to the trauma of extubation and re-intubation. If either cuff is damaged, the tube should not be used.¿ information has been added to the database and trends will continue to be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.